Event description:
It was reported that there was foreign matter in the device package.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign material within the device packaging was inconclusive due to the nature of the returned sample. The complaint of a foreign material present within the packaging prior to opening is inconclusive due to poor sample condition. The product returned for evaluation was one photograph depicting a 20ga x 0.75¿ safestep safety infusion set. A dark colored fiber was observed on the yellow clamp. Also received was one photograph depicting the implicated product packaging. One opened 20 ga x 0.75 in safestep infusion set was also returned. The sample appeared to correspond with the sample shown in the photo. The product information showed ref: lh-0031yn lot: ascps0208.a hair was observed on within the packaging. A hair was observed to be present within the open packaging; however, inspection of the returned sample was insufficient to thoroughly confirmed the presence of the foreign material prior to package opening. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of ascps0208 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ascps0208 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was foreign matter in the device package.